Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was not completed for the incident lot.

Event description:
It was reported that there was mixed product found in a bd vacutainer® k2e 7.2mg plus blood collection tube package. There was no report of exposure, serious injury or medical intervention.